Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin ¿ added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that "stent would not recapture." Additional information was not received after 3 gfe (good faith efforts) attempts. Should any information become available in the future that could impact the current assessment decision, or if the device is returned, the complaint will be reopened and updated accordingly. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿flow diverter stent difficult/unable to capture in microcatheter¿.

Event description:
It was reported that during the procedure, the subject stent would not recapture and the procedure was completed successfully.

Event description:
It was reported that during the procedure, the subject stent would not recapture and the procedure was completed successfully.